Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of the additional device required to clip the puncture site. Imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure performed on (B)(6) 2025. Duering the procedure, the distal flange failed to deploy after taking the corresponding deployment steps on the handle. It was reported that the stent had to be removed, and the puncture site was closed by clipping. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) guided gastrogastrostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for creating a connection between two portions of the stomach, as in a gastrogastrostomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to deploy after taking the corresponding deployment steps on the handle. It was reported that the stent had to be removed, and the puncture site was closed by clipping. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for creating a connection between two portions of the stomach, as in a gastrogastrostomy.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf impact code f2301 captures the reportable event of the additional device required to clip the puncture site. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of the additional device required to clip the puncture site. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was confirmed. The device was returned with the stent partially deployed, and the handle is in the 2nd position of the deployment and the distal flange fully expanded. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Slow stent expansion rates were noticed during product analysis. Stent expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. These conditions can influence how the stent behaves once it is released from the delivery system. The additional observed damage of inner sheath kinked was most likely caused by procedural facts, such as excessive force and/or manipulation of the sheath. Stent expansion rates vary depending on compression during loading. Larger stents require more compression, which can cause slower initial expansion until the stent reaches its intended shape, though all sizes may be affected. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for creating a connection between two portions of the stomach, as in a gastrogastrostomy. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was returned for analysis in a partially deployed state. The handle was observed in the second deployment position, with the distal flange fully expanded, and no damage to the handle or sheath was noted. A slight kink was identified at the distal end of the braided polyimide, and the nose cone glue fillet appeared slightly oversized. During functional evaluation, the stent was advanced for deployment, and no resistance was encountered when retracting the slider. However, upon full deployment, the proximal flange and saddle failed to expand. Visual inspection revealed twists and folds in the stent braid, and the device did not return to its intended configuration after placement in a warm water bath. X-ray imaging showed the proximal end of the stent positioned near the ro marker, indicating that the stent had shifted proximally relative to the sheath. No additional damage was identified. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the event of stent failure to deploy, device use of device issue - misuse and additional device required were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to deploy after taking the corresponding deployment steps on the handle. It was reported that the stent had to be removed, and the puncture site was closed by clipping. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for creating a connection between two portions of the stomach, as in a gastrogastrostomy.